Event description:
The daughter of a (B)(6) male pt, contacted zoll customer support to report that the pt's battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval it was found that a sd ram (synchronous dynamic random access memory) chip (component u100) was corrupt and flash memory from loading, thus not powering up the monitor. The root cause of the defective ram chip cannot be positively identified. Upon further eval several components on the computer analog board were damaged including the synchronous buck converter (u603 component). The root cause for the u603 component failure cannot be positively identified. No adverse event resulted from the corrupt ram and defective converter. The pt received a replacement battery charger/modem.